Manufacturer narrative:
Ryu b, white tg, shah ka, et al. Utility of quantitative magnetic resonance angiography and non-invasive optimal vessel analysis for identification of complications and long-term hemodynamic changes in post-pipeline embolization patients. Interventional neuroradiology¿: journal of peritherapeutic neuroradiology, surgical procedures and related neurosciences. August 2021:15910199211034668. Doi: 10.1177/15910199211034668. If information is provided in the future, a supplemental report will be issued.

Event description:
Ryu b, white tg, shah ka, et al. Utility of quantitative magnetic resonance angiography and non-invasive optimal vessel analysis for identification of complications and long-term hemodynamic changes in post-pipeline embolization patients. Interventional neuroradiology¿: journal of peritherapeutic neuroradiology, surgical procedures and related neurosciences. August 2021:15910199211034668. Doi: 10.1177/15910199211034668. Medtronic literature review found a report of patient complications in association with a pipeline device. The purpose of this article was to elucidate the long-term hemodynamic changes following pipeline embolization device (ped) placement and report two cases in which in-stent stenosis was detected. Thirty-two patients were included, and the mean age was fifty-seven years. The article does not state any technical issues during use of the ped. The following intra- or post-procedural outcomes were noted: -one patient expired after attempted balloon angioplasty for progressive symptomatic in-stent stenosis. This patient received bilateral ica peds. After 2 months the placement of the second ped for the left-sided aneurysm and 3 months after the right-sided ped, the patient presented with slight left-sided hemiparesis. Brain MRI and qmra nova results showed acute right mca and watershed territory infarctions, and markedly diminished flow in the right ica and the right aca and mca branches. Two days later, angiography showed complete occlusion of all aneurysms and confirmed severe stenosis in the right ica ped and no stenosis within the left ica ped. A few days later, the patient represented with worsening left-sided weakness, and repeat MRI demonstrated evolution of watershed infarctions in the right hemisphere. Computed tomography perfusion showed worsening perfusion in the right mca territory. Given the concern for new left-sided in-stent stenosis as the right side had previously been functionally occluded, the patient underwent repeat ang iography with the intent to angioplasty. Angiography revealed right ica stent occlusion and new left ica in-stent stenosis. Because the right ica was occluded, the left ica was targeted for angioplasty. Following balloon inflation, contrast extravasation was demonstrated on the follow-up angiographic run, signifying arterial rupture. One patient developed a delayed intraparenchymal hemorrhage contralateral to the side of the ped and subsequently expired as a consequence of this hemorrhage.